Event description:
On (B)(6) 2013, the patient¿s mother contacted animas alleging she felt there was a problem with the patient¿s pump. The reporter informed the animas representative that on the evening of (B)(6) 2013 the patient¿s blood glucose measured 444 mg/dl with the meter remote. The patient¿s mother stated she programmed a correction bolus of 2.85 via the meter remote. The reporter mentioned that pump delivered .85 units of the bolus and then bolus was cancelled. The reporter stated when she became aware that only .85 of the 2.85 units had been delivered, she administered another 2 unit correction. A little after 1 hour after administering the correction bolus, the reporter stated the patient¿s blood glucose dropped to 30 mg/dl. The patient¿s mother claimed patient was crying and jerking at time of low bg. In response to the low bg the reporter gave the patient mild and juice and then took him to the ER. At time of arrival to ER, the patient¿s blood glucose was taken with ER/hospital meter and result was ¿150 mg/dl¿. The reporter mentioned patient was in the ER for a few hours and then sent home. At the time of troubleshooting, review of pump¿s bolus history revealed that on (B)(6) 2013 at 516 pm .85 of 2.85 cancelled and at 552 pm that same evening 2.00 of 2.00 completed. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the daily insulin delivery totals were reviewed and were shown to correctly reflect user's programmed basal rates. A flow accuracy test was performed and the pump was found to be delivering within required specifications. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.